Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered "caused by another device." (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous mid right coronary artery. After pre-dilation, a 2.75x12mm promus element stent was deployed with 3 inflations [12 atms, 18 atms and 18 atms]. Next a 2.75x12mm non-bsc balloon catheter was advanced for post dilation but came into contact with the edge of the 2.75x12mm promus element stent and shortened the stent about 2mm. To resolve the stent deformation, a 2.5x16mm promus element stent was deployed and then the area was post dilated with a 2.75mm unspecified balloon. No further patient complications were reported and the patient status is good.